Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and noise leading to inappropriate therapy. No further information was available.

Manufacturer narrative:
Correction: please retract this report 2017865-2018-13682. This event was reported in MDR 2017865-2018-13759 under the correct serial number (B)(4).